Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was also reported that the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 17 mmol/l (306 mg/dl) while wearing the pod for less than an hour. The patient reported being unsure if the cannula was properly seated in the infusion site. Additionally, it was reported the pink slide insert did not move forward, indicating that there was a needle mechanism failure. As treatment, the patient injected 5 units of insulin via an insulin pen.